Manufacturer narrative:
A broken plate was initially reported and then additional information was received stating there was an unknown issue. The broken plate is being captured to be conservative. This report is for one (1) unknown recon plate. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown recon plate. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, a national audit will be conducted on an unknown reconstruction plate. The issue has come about due to an unknown problem at the facility. The nurse in charge and all others in (B)(6) has been tasked to look through the last 12 months of x-rays to find patients who have this specific problem. There is no information available at this time.  This report is for one (1) unknown recon plate. This is report 1 of 1 for (B)(4).